Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded selective exclusion of new distal entry tears remaining after thoracic endovascular aneurysm repair can stabilize abdominal aortic expansion and promote flt.

Event description:
Article received: wojtaszek, m. E. (2017). Promoting false lumen thrombosis after thoracic encovascular aneurysm repair in type b aortic dissection by selectively excluding false lumen distal entry tears. Journal of vascular interventional radiology, 168-175. Purpose: to evaluate efficacy and clinical outcomes of ancillary endovascular procedures in promoting false lumen (fl) thrombosis (flt) and preventing aortic expansion in patients after thoracic endografting for type b dissections. Per the article deaths occurred during the study period.